Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and high out of range pace impedance measurements on the right atrial (ra) lead. No adverse patient effects were reported. At this time, this device system remains in service.